Event description:
It was reported that three days post implant, this patient was presented to the emergency room with concerns regarding the pocket incision and suspected infection. The patient was prescribed antibiotics and was followed a week later. A second round of antibiotics was prescribed. The patient will continue to be followed in clinic. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).